Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that the anesthesiologist intubated the patient with stimulation cannula which was delivered at the facility a day before. After approximately 30 minutes, overall anesthesia in the patient decreased respiratory volume and increased airway pressure. During the inspection of the tube, it was found that the inner lumen of the cannula was obstructed at a distance of 26-28 cm. The patient was then re-intubated with a new tube. After performing the visual inspection, it was found that when inflating the cannula cuff, the inner lumen of the cannula separates the inner lining of the cannula, creating a bulge preventing ventilation of the patient as it completely obstructs the tube. The procedure was completed using a back-up device. The patient was alive with no injury.

Manufacturer narrative:
Analysis found that visually, there was no obstruction of the inside diameter of the main tube when received. A syringe was used to inflate the cuff with 15cc. There was no delamination of the main tube inside diameter even when pressure was applied however the cuff had a bulge in it. The bulge protruded by ¼¿ beyond the rest of the cuff diameter and it was located on the distal side. There was no unusual change in the surface finish or transparency of the bulge however there were irregular shaped lines that are possible creases caused while the cuff was in the deflated state. There did not appear to be elongation of the material in the bulged area however the cuff measured (double wall thickness between calipers) 0.003¿ in the deformed area and as much as 0.022¿ in other areas of the cuff. A review of the last 24 months of global complaint data showed no similar failure mechanisms for this product family. Although there is no specific requirement for the uniformity of the cuff, the cuff does not meet the drawing configuration and failed to perform as intended. The information most likely indicates an isolated anomaly in the supplier manufacturing process resulted in a thinner wall thickness and subsequent bulge when inflated. If information is provided in the future, a supplemental report will be issued.